Event description:
Asr revision.asr xl system - right hip.reason(s) for revision: component malalignment / alval soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During surgery about 2 ml of turbid brownish synovial fluid was removed. A small bursa-like structure, the size of the head of a thumb was removed. The synovial fluid and the inside of the joint are consistent with an adverse metal reaction. On the ball, there are three surface scratches of less than - cm in length, located a few millimeters apart and parallel. The direction of these is such that they are unlikely to have occurred during surgery. During an examination before luxation, no impingement catches whatsoever could be observed.